Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received their replacement charger yesterday. Pt requested assistance to try and charge their ins. Pt reported difficulty charging the ins, their doctor's office told them to call the manufacturer. During troubleshooting pt said it's been a while since they recharged, they don't know the last date they last recharged. They reset the handset, reset the recharger 3 times, closed out of all running applications, and confirmed communicator is off while using the recharger. Recommended patient lean forward while sitting to optimize ins position, repositioned the recharger, and located the ins by looking for incision and/or palpating the ins, and pt tried standing. Pt was intermittently successful to connect briefly then lost connection, at one time stating the screen showed excellent connection and therapy was off. The issue was not resolved through troubleshooting. Pt wanted to end the call and said they would call back later. During the call pt said the therapy is effective if they could get it recharged, they want to be able to not pee their pants. During troubleshooting pt mentioned they noticed the sensation of snapping and after placing a thin layer of clothing between the charger and their skin pt said they can feel it, it was not strong and wanted to continue trying to charge their ins. On (B)(6) 2023, the patient called back with a continuation of their previously reported issue. The patient stated they could not charge the ins with the recharger and that they were frustrated, their quality of life was really low and they were peeing their pants. The patient stated they called the hcp clinic where they had their procedure done about the issue and they were told to call the manufacturer. Had the patient attempt to switch rechargers twice but after pressing the "switch rechargers" it would go back to 'connecting.' It was unclear what the patient was doing for that to occur. The patient then saw an open loop charging screen with a low 0 middle 0 and high 0 and the recharger was not over the ins. Had the patient place the recharger over their ins site but they were unable to find the ins under their skin. The patient stated they had a larger 'butt" and they didn't know where it was. Had the patient move the recharger in different places because they "couldn't feel anything" when palpating the skin. The patient reiterated they felt a snapping sensation with the recharger on their back like a "snap of a rubber band" when they were in a certain location. The patient confirmed that it was coming from the prongs of the recharger and that they had a layer of clothing fully covering where the recharger was against the patient's skin. The recharger also emitted a descending tone like a message would have come up on the recharger application but the screen still showed the recharger was "searching". Had the patient do a recharger reset; they then got a 'not found' message. The patient was in a location where they were able to connect and it showed the ins was at 10% and the therapy was off with excellent connection but it went back to searching again. The patient stated they didn't use the belt because the belt would roll off the fat of their belly. Asked if the patient wanted a different belt size however the patient stated they didn't want to use it. The patient then couldn't find the location of where they'd been able to connect to the ins for a brief moment previously. Reviewed it would be best to work with someone in person at their managing health care provider (hcp) office. The patient was escalated and peed their pants as they were trying to charge. At one point they stated they were going to rip the ins out of them but then by the end of the call the patient did understand why they needed to work with someone in person so they could locate the ins site and charge. They stated they would continue to try to charge the ins but that they would call the clinic to set up an appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.